Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that patient experienced ineffective therapy due to slight migration of the l1 lead confirmed via x-ray. A surgical intervention is anticipated in the near future on the l1 lead. No additional information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2022-01173. New information received states that leads were explanted, and new leads were implanted. There were no complications during the procedure and therapy was restored post procedure. Patient was stable.